Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the device was attempted to be interrogated and the rf connection timed out. It was noted that the rf was available for 10 minutes and the abruptly lost rf feature and to use the wand. No intervention was performed. The patient was in stable condition post procedure.